Event description:
The dentis reported that after 8 months that the dental implant was installed in intra-oral region #31 it was verified its non osseointegration. Eighty ncm of primary stability was achieved adn immediate load was not performed. Patient presented low bone quality (bone type IV) adn peri-implantitis.